Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope¿s light guide lens had foreign objects. Based on observation, the light guide lens had corrosion and remains of process foreign material, likely due to previous water invasion. The reported fault was consistent with customer mishandling and wear. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that unspecified foreign material adhered to light guide lens occurred due to physical damage at the place where the foreign material remained. The event can be detected and prevented by following the instructions for use which state: instructions for use states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.